Event description:
It was reported that the patient underwent a sling procedure on an unknown date to treat pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia, fistulae, urinary problems, bowel problems, and neuromuscular problems. It was further reported that the patient underwent mesh removal/revision on (B)(6) 2010, (B)(6) 2010 (with concurrent placement of interstim), (B)(6) 2010 and (B)(6) 2011. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/06/2016. It was reported that following insertion the patient experienced overactive bladder, pelvic abscess, vaginal prolapse, urethral hypermobility, extensive pelvic adhesions, urge incontinence, and urinary tract infection. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of bso and cystotomy repair during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that the patient underwent implantation of retropubic suburethral sling with bioarc, neourethra, revision of interstim wound, and cystoscopy with calibration on (B)(6) 2010. It was reported that following insertion the patient underwent surgery for intrinsic sphincter deficiency on 06/30/2011, 07/05/2011, (B)(6) 2011, and (B)(6) 2011. It was reported that the patient experienced levator spasm status post motorcycle accident with pelvic trauma and osteitis pubis. It was reported that the patient underwent revision due to mesh erosion on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.